Event description:
It was reported that the insulin pump had a physical damage. Customer stated there was a crack slightly on the panel. Troubleshooting was done. Customer's blood glucose was 3.8 mmol/l. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, cracked display window and cracked case near display window corners noted during visual inspection. Failed battery test alarm and intermittent blank display due to corroded battery tube. Unable to test currents due to failed battery test alarms.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)